Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found chipped top case corner, cracked right plunger case and bottom case tabs broken. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. Functional testing was unable to duplicate any paa (primary audible alarm) error, found no damage to the speaker. Device passed all functional testing. No problem found. Replaced speaker as a preventative measure. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information: the event did not occur with a patient use. The pump was not in use with a patient.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure primary audible background test. No adverse effects were reported.